Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. There is no evidence that the complaint device failed to meet applicable product specifications before distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).

Event description:
(B)(6). It was reported target vessel revascularization (tvr) occurred. On (B)(6) 2012, the 100% stenosed target lesion was a de novo lesion located in the l superficial femoral and was 32cm long with a reference vessel diameter of 6mm. A jetstream atherectomy of the left sfa was performed followed by balloon angioplasty using a 4 mm balloon. Despite balloon angioplasty there was suboptimal results. Two non bsc stents (7x200 and 7x120 mm ) were placed in overlapping fashion in the left sfa. The stents were post dilated. There was a small av fistula seen in the middle of the left sfa. However it was felt that this was inconsequential and unable to shut itself off in future. There was a brisk flow through the left lower extremity. Residual stenosis was 20%. On (B)(6) 2013, the patient presented with complaints of lifestyle limiting claudication of both hips as well as both lower extremities. Peripheral arterial doppler study revealed severe stenosis of the left mid sfa. After 316 days post-index procedure, the patient was admitted to the hospital and underwent revascularization of the left lower extremity. A jetstream atherectomy of the left sfa in-stent restenosis was performed. After atherectomy, balloon angioplasty of the left sfa was performed using a 6 mm balloon. After balloon angioplasty, repeat angiogram was performed which demonstrated that the left sfa was totally occluded. Thrombectomy of the left sfa was performed using an aspirator catheter. After the first two passes there was only a slight improvement. It was felt that the patient needed additional anticoagulation in the form of antiplatelet therapy therefore intra-atrial infusion of platelets was delivered. Repeated thrombectomy of the left sfa was successfully performed. Repeat angiogram demonstrated a widely patent left sfa. A 6 mm clear vessel brachy infusion catheter was placed inside the sfa in several different positions and intra-atrial platelet infusion was then performed. The patient was discharged the next day on aspirin and plavix.